Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the spider fx as per IFU to treat a severely calcified lesion in the popliteal artery. The percentage stenosis was reported to be between 80-90%. The vessel was non-tortuous. It was reported the physician encountered difficulties advancing the spider. The spider was removed from the patient using a non-medtronic catheter to trap it. Both the spider fx and non-medtronic catheter were removed in tandem. On removal, there was tip damage observed. Another device was used to complete the procedure. No injury to the patient was reported.